Event description:
Intraocular lens (iol) injector wasn't injecting lens smoothly and was not pushing out straight. Physician requested a new injector/shooter. Upon working with new injector, physician noticed arm of implant was broken and both injectors were pulled from service immediately.